Manufacturer narrative:
(B)(4).

Event description:
Customer reported insulin leaked into the cartridge compartment of the infusion device, and she is unsure where the leak originated. No adverse event was reported. The alleged products were replaced and requested for evaluation.